Manufacturer narrative:
The customer was provided with a replacement device. Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device would cycle power by itself numerous times before it would stay powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the system pcb assembly to resolve the reported issue. Physio then observed proper device operation through functional and performance testing. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was a crystal, designator y1, located on the single board computer portion of the assembly.